Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received yet at our facility. The device history record (DHR) was reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. However as an additional test, 13 samples of current production p/n (B)(4) (ventilator tubing set,long length) were reviewed and inspected for leakage, tested according to (B)(4) (leak test) and no issues were found than can lead to the condition reported by the customer. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the circuit failed the leak test.